Manufacturer narrative:
Section d4, h4: additional information. Manufacturer investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. The account communicated that the information regarding the patient¿s outcome was not available. The cause of death is unknown. (B)(6), was not returned to abbott for investigation. The heartmate ii lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient passed away due to complications of cerebrovascular accident (cva) and septic shock. It is unknown if the pump will be returned for evaluation. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2018 and the patient's pump was explanted. No further information was provided.

Manufacturer narrative:
The patient's past infection is referenced in MFR#2916596-2022-12071 manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 16apr2014. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists stroke, sepsis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Care instructions in reference to preventing infection are outlined in various sections of this document, including the section entitled "patient care and management - controlling infection." The heartmate ii lvas patient handbook is also currently available. This handbook contains information on preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that was no diagnostic testing done since the patient was on hospice care. The patient¿s bacteremia and chronic driveline infection may have contributed to the event. The patient experienced seizure-like activity and was unresponsive when the patient arrived at the hospital. The patient was placed on palliative care and the patient was transitioned to hospice care for prognosis prior to death.